Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with 450cc mentor memorygel breast implants and experienced postoperative left-sided capsular contracture (baker grade unknown) and device rupture. The patient reported that she underwent a bilateral explantation on (B)(6) 2020 and replaced with 450cc mentor memorygel breast implants (catalog number: 3504501bc, left-sided serial number: (B)(4), right-sided serial number: (B)(4)).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. The device was discarded after pathology worked on the device. Thus, the device is not available for evaluation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).